Manufacturer narrative:
H6 code a040101 was erroneously entered on the initial manufacturer device report number and a0414 was added to replace that code.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing high-risk percutaneous coronary intervention. During transport to the cardiac care unit, the hospital bed accidentally collided with the automated impella controller (aic), causing the white plug on the device cable to break. Part of the plug remained lodged in the aic connection port. The patient was immediately returned to the cardiac catheterization laboratory, where the impella device was removed. Following device removal, oozing was noted at the access site after perclose closure. Manual compression was applied for approximately 20 minutes to achieve hemostasis. Two perclose proglide devices had been used during the pre-close procedure. Hemostasis was achieved with manual compression, and the access site remained stable. The patient¿s survived the procedure.

Manufacturer narrative:
Device received, inv in progress: the impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.